Manufacturer narrative:
The insulin pump was returned and evaluated by the manufacturer. The insulin pump was received with button error alarm due to corroded keypad traces. The insulin pump had minor scratched lcd window, cracked display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window and missing the end cap sticker.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. The blood glucose reading is 5.7 mmol/l. Nothing further reported.